Manufacturer narrative:
On (B)(6) 2024, the user reported that the cgm system showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) revealed that the sensor readings were noisy, with a few calibrations rejected. An RMA was issued for a sensor replacement. The sensor was returned for further investigation, and upon receipt, a visual inspection and functional testing was done, which indicated no anomalies. A review of the dms data showed some instability starting on (B)(6) which coincided with the inaccuracies observed by the user. The potential root cause for such a failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4: date of this report updated to 09 december 2024. G3: date received by the manufacturer? 09 december 2024. H3: device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.